Event description:
Incident as reported: lap hysterectomy robotic - "had a meeting with dr (B)(6). He said the pt that he operated on with the gelpoint had come back with a hernia and when that operated on the pt they found a strip of plastic 18cm long. At first he thought it was a piece of the retrieval bag (not applied) then he didn't think it was - now he thinks it is part of the gelpoint-the alexis wound retractor. While meeting with him this past tuesday, he called the operating room mgr, (B)(6), and asked if she would see me to show me what they have that came out of the pt. Have not heard back from (B)(6)." Pt status: dr states pt is fine. Type of intervention: surgery.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.